Event description:
The customer reported there was an operation failure during the station boot. It was a possible connection failure. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep repaired the wiring. The system operates as intended.